Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
Customer reported that the autopulse platform (sn (B)(6)) will not start. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.